Event description:
After an implantation period of approx. 77 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 42 cm distal to the is-1 connector pin. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. At the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Further damages such as the deformation of the distal shock coil and the cuts in the insulation most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.